Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported a broken ht cable on the x-ray tube connector cathode side. As a result, the system went down. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue of the high voltage cable. The investigation showed a hardware issue of the high voltage cable as the relevant root cause of the error described in the complaint. Unfortunately, this led to an unavailability of the system. The spare parts consumption of the high voltage cable has been checked and found far below threshold. No error accumulation has been recognized. The affected high voltage cable has been exchanged on site by the local service organization. The error described in the complaint did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.